Event description:
I am a user of a cgm manufactured by dexcom, the g6. There are two fundamental problems: the product itself has repeatedly proven to be unreliable with defects which have caused the system to cease providing critical blood glucose monitoring and technical support which is so poor that it is a significant danger to my health. The product failures have occurred repeatedly and the technical support failure are constant. Attempts to report and resolve with dexcom have been a fiasco. They are extremely difficult to contact, do not return phone calls, and are overall highly unresponsive. FDA safety report ID# (B)(4).